Event description:
It was reported that a distributor from denmark experienced a malfunction with a pump, identified by malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level. The pump was confirmed to be under warranty, and tandem technical support arranged to replace it. The customer was instructed to use manual daily injections as a backup therapy and to return the faulty pump using a pre-paid label.